Event description:
The customer reported that the ortho provue analyzer interpreted two patient samples as negative. Visual inspection of the cards showed the reactions were weak 1+. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and found the visor was bent. The fe repaired the visor, performed alignment and adjustments to the reader camera, reader optics and gripper. A new reference image was created. The customer ran controls and the patient's sample in question and obtained acceptable results. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated.